Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation, 'collapsed' implant and coarse calcifications diagnosed via mammogram. Device has been explanted and replaced.

Manufacturer narrative:
. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening assessed as fold flaw opening. ¿ calcification: not observed. As per the investigation procedure, creases and delamination plug strap disk shell were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a left side deflation, 'collapsed' implant and coarse calcifications diagnosed via mammogram. Device has been explanted and replaced.